Event description:
A (B)(6) female with gallbladder ca, malignant ascites and past medical history of a pulmonary embolism underwent an ivc filter placement under fluoroscopy in interventional radiology department. The radiologist used a right brachial vein approach. After proper placement of the filter, the filter failed to expand. The filter then migrated slightly and attempted retrieval was made from the right femoral vein. As the filter was being removed, it suddenly expanded in the external iliac vein. The pt was emergently taken to the operating room vascular surgery retrieval of the retained foreign body and repair of right external iliac and right femoral vein.